Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to allergies, runny eyes and itchy throat. There was no report of serious patient harm or injury. There was no medical intervention required by the patient.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to allergies,runny eyes and itchy throat. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found evidence of minor wear and tear on the device enclosure, dusty contaminant in and around the air inlet. An internal visual inspection was completed by the manufacturer. The manufacturer found evidence of faint contamination/discoloration on the interior surfaces consistent with tobacco smoke ingress. The manufacturer also found the evidence of contaminants on the blower, blower impeller, and the interior of the blower box assembly, which are also consistent with tobacco/nicotine contamination. The device's event logs were downloaded and reviewed. The manufacturer found 12 instances of e-200, 1 instance of e-4 and 1 instance of e-130. The manufacturer concludes the contaminates found were consistent with contamination on device enclosure, dusty contaminant in and around the air inlet, on the interior surfaces, blower, blower impeller, and the interior of the blower box assembly. The manufacturer confirmed the faint odor consistent with tobacco smoke as well as contamination that visually suggests tobacco/nicotine ingress. The manufacturer confirmed there was no evidence of sound abatement foam degradation.